Event description:
A malfunction alarm was reported on the pump after it was exposed to 13-degree weather. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support with resetting the pump and was advised to continue using it. It was also recommended to contact support again if the malfunction code appeared again, which the customer acknowledged and understood.